Event description:
During an atrial fibrillation procedure, air was aspirated when aspirating blood from the side port. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.